Event description:
62-year-old male with history of cad prior pci, icm, vt s/p ablation, htn, dld. Presented with sepsis, aicd vegetation, multisystem organ failure. (B)(6) taken to ep lab for lead removal, had cardiac arrest, and patient was taken emergently to operating room for sternotomy, exploration and cannulation for va ECMO. (B)(6) patient was returned to operating room for escalation to impella 5.5 via right axillary artery. Chest was left open. (B)(6) mediastinal bleeding noted. Plan was to continue to monitor overnight and continue to transfuse products as patient continued to bleed from chest tubes. (B)(6) 2025 - plan was to take patient back to the operating room to do another washout and close the chest. (B)(6) patient expired on support.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Section d1 brand name corrected. Section d4 catalog number was corrected.

Manufacturer narrative:
H6 medical device problem code has been updated a24 is no longer applicable.

Manufacturer narrative:
Patient-device interaction( major bleed) : the root cause of the injury was not determined due to insufficient clinical details.